Event description:
Customer reported an employee with a history of recently acquired sensitivities wore the 1860 mask 2 times and developed itching, redness with significant welts and her lips were numb and tingling after wearing the mask for 20 minutes. Reportedly, symptoms resolved 1-2 hours after the mask was removed, her lips were tingly the next day and eventually resolved. It was reported, there was no treatment, she discontinued use.

Manufacturer narrative:
Although, there were no medical intervention needed and no permanent damge caused to the user, we eventually decided to report this event to FDA. We evaluated the event by reviewing the history of the product on the market. The user has developed allergic reaction to many products in past two years. This is a rare case.